Manufacturer narrative:
Alleged failure: tech burned her hand on light source light would not turn off salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is a bad safe light cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a user was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that a user was burned.